Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of hi results (more than 600mg/dl). Customer states that feels well and requires no medical attention. The customer's expected blood result is 350mg/dl fasting. Verified the strips expire 1/14/2019. Verified the strips expire 1/14/2019. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). The customer is concerned with the hi result in the meter's memory. The customer is calling in regards to getting hi results on the meter after the blood test. The customer stated the blood sugar has never been over 350mg/dl. The customer test the blood glucose in fasting.